Event description:
It was reported that the lead was implanted and then the position needed to be changed. During the retraction of the lead it was noticed that the electrode was coming away from the insulation. It was unclear if there was a connection issue with the neurostimulator. Due to no additional product available, the patient was closed up. The patient was waiting for a new product to arrive to replace the lead with. Further information is being requested from the hcp.